Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was sensing and pacing the atrium which resulted in the development of temporary atrioventricular block. The patient also experienced a loss of consciousness multiple times. The rv lead was explanted and replaced. During the explant, it was observed that the rv lead had been placed in the atrial low septum. The replacement lead was placed in the ventricle. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.